Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that bilateral suture placement was attempted with two proglide devices in the right common femoral artery (rcfa) and four proglide devices in the left common femoral artery (lcfa) using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, a cuff miss was noticed with all six proglide devices. The sutures of two new proglide devices were successfully pre-placed in the rcfa. The sutures of one new proglide device were successfully pre-placed in the lcfa. The sheath was upsized to a 15f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures in the rcfa. It was noted after the aaa procedure that pulse was absent in the lcfa. Cut down surgery was performed in the lcfa and the artery was exposed and the vessel was repaired. It was not known if the proglide devices contributed to the lack of pulse or any vessel damage. Hemostasis was achieved with surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.